Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the left intrahepatic, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, difficulty to advance the stent was experienced. When the pullwire was pulled, the pullwire cap detached. A nose plyers were used to grip the pullwire to position the stent, it was felt that something broke and it was seen under the flouroscopy that the radiopaque marker was not completely deployed and the guide catheter broke. The broken guide catheter was removed with the entire delivery system and another advanix biliary stent successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.